Event description:
It was reported that during a laparoscopic cholecystecomy the clip slipped off the cholangiogram and kept slipping off the tissue. About 4 clips were fired and the last one got stuck in between the jaws and could not get it out of the trocar. Or time was extended by 15-20 minutes because the clip was stuck between the jaws and the trocar cannula. Trocar was removed with clip applier to complete the procedure with no further consequence.